Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the customer's report was verified and isolated to the batteries. The device was recertified and returned to the customer. Replacement batteries were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.